Manufacturer narrative:
The field service engineer talked to the hospital's biomed through taking the logs from the central station and downloading the device logs from the mx800 and m3002a which were used with this patient. The nurse unit manager was advised to print any relevant review data as patient had not been discharged at the time the call was being logged. The customer does not allege that the philips system contributed to the patient's death but would like to investigate what may have caused no alarms to be noted in the alarm review. The staff cannot confirm if any alarms were audible of if they were silenced. The available information does not confirm that there was a malfunction of the device but it also does not clearly identify a user misunderstanding/misuse as the cause of this reported failure to function as expected. Since it is not possible to determine whether the device involved in this event malfunctioned or not, and because it involves patient death, this issue will be reported. The complaint file will be updated if new information becomes available.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
On (B)(6) 2016, the orange hospital nurse unit manager logged a call with philips response centre. The patient in ICU bed 5, passed away at approximately 08:12. The nurse unit manager requested information on whether alarms had been silenced from (B)(6) 2016 23:00 until the time of patient death. Staff had looked at the review information and the last red alarm was at approximately 23:00 on (B)(6) 2016. The last time the monitor was observed to be turned on by staff was at approximately 15:00 on (B)(6) 2016.